Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that  'low battery' and something about the internal device having a low battery. Patient services explained the potential message the patient's daughter had seen and requested that the patient pull up the message while on the call however the handset battery was at 0% at the time of the call, . The patient stated they had an appointment with dr.  On (B)(6). The patient stated they were usually in ky however they were in fl "in emergency" so they made an appointment with dr. Patient stated they'd be disappointed if the ins battery was low because it had been great for them and they thought the implant should have lasted a little longer. The patient stated they thought the battery should have lasted 5 years and noted that their previous implant had lasted 5 years. Patient service reviewed the implant longevity depended on how high their settings were and redirected the patient to call back when their handset had enough charge to determine what the message was that the patient had seen. The patient called back to report that after charging their handset and after three times attempting to communicate, they were able to see the message that said "internal device has lost all data" and to contact the clinician. Patient services explained the meaning of the message and redirected the patient to their hcp. The patient asked who implanted their current ins and patient services reviewed. The patient also mentioned that they were thinking about the low battery and wanted to know if they should have reported falls if they had them. The patient stated they were at a risk for frequent falls and that they had several falls last year, but they didn't think any of the falls had an impact on the device and had always been able to connect to the patient's settings until 3 weeks ago. The patient stated they did have a fall on (B)(6)2023 however where they fell on their butt against a baseboard and they got a "real large hematoma" from it (unrelated). Patient services reviewed how falls could impact the device/therapy redirected the patient to follow up with their physician about the falls at their upcoming appointment.